Manufacturer narrative:
Method: device not returned for eval. Conclusions; the co has changed suppliers for this part. The new adapter is smaller and has improved strain releif design on both the mains cord and the dc output cable.

Event description:
The main leads have failed in short circuit at the cable input to dc adaptor of vital signs monitor. No reported pt injury.